Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant it was noted that this right ventricular (rv) lead dislodged. During the revision it was not possible to move the helix of this lead thus a new lead was implanted. This rv lead was discarded and thus will not be returned. No additional adverse patient effects were reported.